Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected restart alarm or lost of memory anomaly noted. Pump had, minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the customer stated that the alarm occurred shortly after inserting a new battery. The customer had experienced multiple unexpected restart error alarms after battery change. The device had not been stored or out-of-use for an extended period of time. The insulin pump will be returned for analysis.